Manufacturer narrative:
The insulin pump passed the functional testing including the displacement, priming, basic occlusion, occlusion and no delivery tests. The insulin pump communicates properly with the test meter. The meter bg amount was transferred properly in the device. The insulin pump had scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call absence of no delivery alarm and high blood glucose levels. Customer's blood glucose level was 410 mg/dl. Troubleshooting for absence of no delivery alarm was performed. Customer advised during the fill tubing process very little insulin comes out. Customer changed out the insulin, tubing, reservoir, the site and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.